Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the lid of their device was missing the magnet. As a result, the device may not automatically power on when the user opens a lid and defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.